Manufacturer narrative:
It was reported that the xrd gauze tore during a robotic hysterectomy procedure. Reportedly, the tear occurred as the surgeon was pulling the xrd gauze out of the abdomen through a trocar that was in use. The torn xrd gauze piece fell back into the abdomen and was able to be retrieved by the surgeon using a laparoscopic grasper and crile. The robotic hysterectomy procedure was completed without further reported incident. According to the reporting facility, the procedure was extended for approximately 10 minutes to retrieve the torn xrd gauze piece. No serious injury was identified and the patient did not require follow-up care. A photo was provided of a blood-soaked gauze in a biohazard back. The gauze appeared to be completely opened in the bag. No physical damage or loose strings were able to be identified during review of the photo. No physical sample was returned to the manufacturer for evaluation. A root cause was unable to be determined. Due to the reported need for medical intervention to retrieve the torn xrd gauze piece, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the x-ray detectable (xrd) gauze tore during a procedure.